Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 512 mg/dl at time of event. Elevated blood glucose was addressed via manual insulin injection. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and successfully resumed insulin delivery.